Event description:
It was reported that the patient experienced numbness at the bottom of the feet. The patient underwent a spinal cord stimulator (scs) paddle lead explant procedure. No further information has been obtained.